Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier (bioid) and label printer was malfunctioned. The technical support specialist (tss) disabled the bluetooth adapter for biometric identifier and updated the label printer settings using knowledge article ¿trouble shooting zebra printer es ¿, restoring correct printer configuration and normal printing functionality. The system functioned as intended after the technical support specialist (tss) troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, biometric identification malfunctioned and label printer appear to be incorrect driver. Printer print in portrait instead of landscape mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.